Manufacturer narrative:
Follow-up #1: date of submission 03/20/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/10/2015 with the following findings: the cartridge compartment was found to be damaged at the threads and was unable to hold a prime due to the damage. The returned cartridge cap was unable to be tightened on the returned pump but was able to be tightened on a test pump. Unrelated to the initial complaint, the display was found to be dim, fading, and pink in color. The keypad was found to be thinning and the buttons were difficult to press. The contrast button was unresponsive to testing. The keypad was removed to inspect the contacts and contamination was found under the keypad contacts. The returned battery cap was found to have stripped threads and was unable to maintain the electrical contact; a test cap was used to perform the investigation. The battery compartment was found to be cracked below the bumper to the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter stated that several chips were at the top of the cartridge compartment and that the cartridge cap did not fully secure to the pump. No previous power loss was reported however loss of prime warnings had occured when the pump was accidently bumped. Reportedly, the cartridge cap was intact. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.